Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump was stopped working and had a motor error. Customer's blood glucose level was unknown. Customer declined to troubleshoot for motor error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. Pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump was received with normal operating current. Pump passed self test. Pump passed off no power test. Pump was received with broken battery tube threads.